Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: gmrs dist fem comp sml r 65mm; cat# 64952020; lot# dj77d, mrh tibial b/plt keel sml 1; cat# 64813110; lot# c467l, triathlon sym cone aug sz b; cat# 5549-a-120; lot# dtjj, tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# 0042125m, mrs fem stem w/0 body 15x127mm; cat# 64853115; lot# 190546a, mrhk tibial sleeve; cat# 64812140; lot# lhh598, mrhk bumper insert 3 degrees; cat# 64812133; lot# lhi800, mrh tib rot comp xs-xl; cat# 64812100; lot# 118397, gmrs small femoral bushing; cat# 64952105; lot# lhh524, gmrs extension piece 80mm; cat# 64956080; lot# crp9y, gmrs small axle; cat# 64952115; lot# ctd29371, gmrs small femoral bushing; cat# 64952105; lot# lhh524. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: the patient had right knee replacement outside cors scope. Patient underwent revision of removal of antibiotic spacer and right distal femur replacing oncologic megaprosthesis (B)(6) 2018. The patient underwent revision of right lower extremity infected megaprosthesis (B)(6) 2019.